Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead was over-sensing noise. The noise was able to be reproduced with isometrics testing. The patient had no adverse consequences.